Event description:
The customer stated a dialysis patient generated lower than expected wbc results on the cell-dyn 3200 analyzer. Initial wbc results generated were in the range of 2.8 to 3.2 k/ul. These values were about 1/2 to 1/3 lower than the previous wbc results for this patient. The customer changed the inline filter and retested the sample with wbc results in the range of 5.6 - 6.5 k/ul. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The customer was advised to change the millipore filter and perform an auto-clean with bleach. Results became normal after replacing the filter and the auto-cleaning. The red plots under the lym did not change; however, this specimen was from a dialysis patient that had damage in the blood, the issue with this patient had occurred often. Prior to the maintenance performed, the wbc values were 2.8 ~ 3.2 109/l, and after maintenance the values were 5.6 ~ 6.5 109/l. The instrument was performing within specifications. The cell-dyn 3200 system operator's manual, list number 06h60-01, troubleshooting and diagnostics, provides instructions on troubleshooting imprecise or inaccurate data. Service and maintenance, provides instructions for replacement of the millipore filter. A review of complaints for the period (B)(6) 2008 through (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 3200, list base number 04h60-01, related to the reported issue. (B)(6) 2008 through (B)(6) 2009 reports have been evaluated and no potential adverse trends have been identified related to this issue. Based on this investigation, no product deficiency was identified for cell-dyn 3200 for low wbc results on patient samples. No systemic issue was identified with the cell-dyn 3200 product line. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.